Event description:
In 2008, the dentist informed kerr corp that she could not remove 5-6 temporary crowns which were placed with tempbond in 4 pts. The doctor had to cut the temporary crowns in half in order to remove.

Manufacturer narrative:
Once the doctor cut the temporary crowns in half, they easily popped off. No ultrasonic, modifier or other technology was used to remove the crowns. The pts are doing fine. The exact cause of the inability to remove the temporary crowns cannot be determined because the prod that was used was returned empty and an eval could not be performed. The retain sample was tested and results were found to be within specifications. This is the fourth MDR report of the four incidents reported.